Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, a potential cause for this type of damage to the teflon pad and accompanying alarm is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a laparoscopic gynecologic procedure, the device caused a short circuit alarm when the device was activated with no tissue in the jaws. The clinician noticed burnt material on the tip of the device and attempted to clean it. The clinician then noticed that the teflon pad was burnt and peeled back, exposing metal underneath. The clinician replaced the device and completed the procedure with a similar medtronic brand ligasure device. There was no report of patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.